Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure that the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the mynx instructions for use (IFU) states that "the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration". Should additional relevant information become available a supplemental MDR will be filed. Device identifier (di) and production identifier (pi) numbers are unknown as the part number and lot number were not provided.

Event description:
It was reported that 8 days after the patient had a mynx vascular closure device procedure, the patient was diagnosed with an infection. The patient presented back to the emergency room the same night after the mynx device was used for arterial closure following a heart catheterization procedure due to a swell at the access site with severe pain. No action was taken at that time. Eight days later, the patient presented back to the hospital for unspecified reasons unrelated to the mynx. The patient was admitted to the hospital at that time. While hospitalized, the doctors continued to assess the patient's swollen groin, which was later diagnosed as an infection. The patient was prescribed with pain medications and prescribed oral antibiotics (cephalexin 500mg). 7 days later, the patient was discharged from the hospital. At the time of discharge, the patient continued to have pain and the access site was swollen, but not as much as before. The patient was instructed by the doctor to report back to the hospital if symptoms continue after 30 days. No further information is available at this time. Upon further follow up with the patient, the patient reported that the swollen groin has reduced in size "significantly". The patient further explained that there is some discomfort; however, there is no pain at all at the groin area. The patient reported to be feeling "fine" and will not be going back to the hospital for any further evaluation.